Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the proximal clevis hub. The cable segment stuck out at the instrument's wrist. No other damage or wear marks were observed on the clevis. The other cables at the wrist were undamaged. No other damage was found.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci myomectomy procedure, the cable of the fenestrated bipolar forceps instrument broke near the tip of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.